Event description:
It was reported that the patient experienced a shocking or jolting sensation when she turned stimulation on at first, however stimulation was now comfortable and the patient was able to use it. It was noted that the patient had not had her stimulation on all week, so it was possible that she was just surprised when it was turned on. It was also reported that the patient's legs were jumping around. Stimulation was adjusted down to resolve the reported issue.

Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3487a-45, lot# v590529, implanted: (B)(6) 2011, explanted: na; lead model 3487a-45, lot# v590529, implanted: (B)(6) 2011, explanted: na; extension model 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial# (B)(4).